Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of when study started was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: friedrich, o. H., luisa, e., britta, g., maren, j. W., karl, f. K., paul, p., marie-claire, r. S., maurice, s. M., jonas, h. (2024). Pulse modulation in en bloc holep: does it really matter? A propensity score matched analysis. World journal of urology 42(154), 7.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted in order to examine the impact of moses technology in holep on perioperative outcomes and complications in a large real-life cohort of a single high-volume surgeon. The study occurred with 234 patients under one surgeon from january 2021 to march 2023. One hundred seventeen (117) patients who underwent a moses laser enucleation of the prostate (molep) were compared to 117 patients who underwent a holmium laser enucleation of the prostate (holep). The procedures were performed with the pulse 120 moses holmium laser, with slimline 550 single or reusable fibers, or with moses 550 single fibers. In terms of complications, no significant differences were observed regarding postoperative urinary retention, transfusion rate, and reintervention rate. It was mentioned that patients experienced blood loss, urinary retention, transfusion, reintervention. Bleeding that required intervention in the form of transurethral coagulation was seen in 3 patients. No transfusions were administered. Two patients had difficulty in recatheterization after urinary retention due to blood clots in the prostatic fossa, which was resolved by flexible cystoscopy. No further patient complications were reported. This complaint is for the slimline fibers.